Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a/d converter when coming off bypass along with "module/sensor defective" message displayed on system panel of s5. Powering off and back on the device did not solve the issue. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A replacement device has been provided to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova received a report about an electronic gas blender that displayed a e15 (a/d-converter reference voltage out of tolerance/missing) error. No patient impact was reported. The reported issue was confirmed. No similar event has been recorded on the device installed since 2013. Based on all the information, it cannot be ruled out that the most likely root was a deviation of electronic nature. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event. There is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.